Event description:
Caller reported a cartridge alarm related to their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts resolved the issue by arranging for a replacement pump with updated software. The customer acknowledged instructions on switching to manual insulin delivery and understood the steps to return the faulty pump to tandem.